Event description:
Reported conflicting sars results for 1 consumer. The consumer communicated that they first tested positive and then later negative both with quickvue otc testing the same day. No additional confirmatory testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.